Manufacturer narrative:
Investigation summary: a photo was received and shows where it was possible to confirm the reported incident. The root cause for this mode of failure occurred due to a failure in the machine that makes the carton marking, it records the traceability of the lot in the packaging. As it was a small quantity, it ended up not being detected by the associate involved in the process. Furthermore, DHR was performed, maintenance records and quality notifications were performed and no deviations were found for this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 100 bd¿ precisionglide¿ needles had no label. The following information was provided by the initial reporter, translated from (B)(6) to english: "100 products without label."